Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this failure has been reported under 3010266064-2020-00097, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during bur retract in a tka procedure, the system crashed and displayed internal cabling/drill console error, and would not start (with error 4000000000). There was also an siu fuse failure. This caused a delay of fewer than 30 minutes. The procedure was completed manually using s&n instrumentation. No other complications were reported.